Manufacturer narrative:
B3: 2024 is the reported year of the event but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal, a dented uso seal and an air detector that failed the height test. The dso seal, uso seal and air detector were replaced to fix the issue.

Event description:
It was reported that the device's rear case is cracked. The results of the investigation found that the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was dented. There was no patient involvement.